Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: eib travis rep they take a picture, the screen goes black and randomly throughout the case the screen will split into double vision. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: it is difficult to determine the root cause of the issue observed at the account since we are unable to replicate the problem in-house. Most provable root cause could be the sdc, cables, or other equipment used along with the camera head. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.